Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a spark of electricity was seen coming from the treatment tip membrane during the procedure. No issues were found upon inspecting the tip membrane. The procedure was resumed and the treatment tip sparked again, this time with a small plume of smoke. No harm to the patient was indicated. Additional event information has been requested but has not yet been received.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow and thermistor testing, but did not pass leak testing. Upon visual inspection, it was noted that dielectric membrane breakdown was observed. The investigation found that sparks coming from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Evaluation of the tip confirmed burn-through of the flex circuit membrane. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint.